Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/4/2024 h6 component code: g07002 no device problem found h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received, twenty-one unopened samples that pertain to the product code 8706h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2024-00890, 2210968-2024-00891, 2210968-2024-00892, 2210968-2024-00893, 2210968-2024-00895.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 2/2/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Additional information was requested, the following was obtained: it was reported that a "breakage of the suture, 5 times." Could you please confirm if only one suture broke 5 times during surgery or 5 different sutures broke during the same surgery? 5 different sutures the following information was received: procedure: carotis desobstructie. When did the even occur (pre-op/intra-op/post-op)? Intra was there any patient consequence? No, a new box was collected and opened. If so, which (additional hospitalization, revision surgery, >1hour of additional surgery, blood transfusion,¿..)? No patient consequences what action was taken to resolve the issue? A new package was opened. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00890, 2210968-2024-00892, 2210968-2024-00893, 2210968-2024-00895.

Event description:
It was reported that a patient underwent a carotid disobstruction procedure on an unknown date and suture was used. During the procedure breakage of the suture occurred 5 times. There were no patient consequences reported. Additional information was requested.